Manufacturer narrative:
Section a2, a4, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two preloaded intraocular lenses (iol) were explanted from a patient's eyes due to halo and blurry vision. The replacement lenses used were ar40 18.0 diopter with serial number: (B)(6) and ar40 19.0 diopter with serial number: (B)(6). It was unknown which replacement lens went with the left or right eye. It was unknown if a vitrectomy, incision enlargement, or sutures were required. The patient's current status is unknown. The customer has indicated that no additional information regarding the reported complaint is available. No further information was provided. This report covers the lens implanted in the left eye. A separate report is being submitted to capture the right eye.